Event description:
The customer reported three instances of low blood glucose levels. Twice, she required attention from the paramedics. The third time, she was hospitalized for the low blood glucose. Troubleshooting revealed that the basal rates were set too high in the morning hours. The rest of the programming was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.